Event description:
The customer reported that a terminal server used with their acuity centralized patient monitoring system had failed and that they were also unable to make any of their spare terminal servers work. There were no patients harmed in any way by the reported event. Note 1 for block a: it was not possible to determine patient identifiers for any patients that may have been connected to the system at the time of the reported product problem. It is not possible to determine if any patients were being monitored at the time. Repeated attempts to gather additional information from the initial reporter were unsuccessful.

Manufacturer narrative:
The reporter did not provide the serial number of the affected device. The customer did not respond to repeated requests for this information. (Device problem already known, no eval necessary). The device manufacture date is unknown because the reporter did not provide information on the serial number of the device. Based on sales records, the possible range of manufacturing dates is from august 1998 to may 1999. The user facility's biomedical engineer isolated the malfunction to a terminal server used with the device (a centralized patient monitoring system). The terminal server connects individual patient monitors to a computer cpu. The terminal server was not returned to welch allyn for evaluation, and investigations of similar malfunctions have been conducted previously. The terminal server is a commercial off-the-shelf item that is not manufactured by welch allyn. The terminal server is obsolete and no longer supported by its manufacturer. Welch allyn responded to the customer's report by suggesting that they replace their obsolete equipment.